Event description:
Customer reported an increase in positive samples on their sars-cov-2 tma runs using assay lot 291909 on panther instrument sn (B)(4) and questioned their validity. Hologic technical support (ts) reviewed wl (B)(4), which had 2 positives and (B)(4) invalids out of (B)(4) samples. The information provided by the customer was insufficient to characterize any sample as a confirmed false result. There was no indication of results being reported to patients.

Manufacturer narrative:
Hologic technical support (ts) reviewed logs and found indications of air getting into the autodetect line; no reagent preparation issues were found. Ts recommended cleaning the benchtops and touchpoints, ensuring the sample shield on the panther was seated properly, and cleaning the autodetect bottle caps. No further issues reported. Hologic and FDA met on (B)(6) 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 ((B)(4)), aptima sars-cov-2 ((B)(4)), and aptima sars-cov-2/flu ((B)(4)). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from (B)(6) 2020 to present.